Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the pump powered on in accordance with normal operation. A review of the black box history showed only one "power on reset" and that was associated with a cartridge and battery change. The battery compartment was intact with no damage. No evidence of moisture contamination was found inside battery compartment. A power loss was not observed when the pump was exercised for 24 hours. Pump case was removed and no evidence of moisture identified inside pump. There was no evidence of intermittent contact when the battery terminal contacts were inspected.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that there was no display on pump. Attempted to change the battery, but the issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.